Manufacturer narrative:
Limited information was published in the abstract reviewed. Follow up attempts have been made to contact the authors, but to date, no response has been received. Due to the limited information available, the patient deaths in the literature are being reported.

Event description:
During a literature review on january 10, 2018, it was noted that patient deaths were reported in publication: '167: optimal timing of catheter-directed thrombolysis in treatment of submassive pulmonary embolism'. This is a single center, retrospective, cohort study of adult patients who underwent ultrasound assisted catheter directed thrombolysis using ekos between january 1, 2015 and march 31, 2017. A total of 24 patients (12 male and 12 female) who underwent ekos placement for submassive pe were included.. Primary outcome measures included time to resolution of supplemental oxygen requirement, decrease in heart rate, bleeding and mortality. The subjects were stratified into 3 groups: 11 (45%) patients underwent intervention in 0-12 hours, 6 (25%) patients in 12-24 hours and 7 (29%) patients underwent the catheter placement 24 hours after the diagnosis of pe was made. There were a total of 3 patient deaths reported (12%), one in each category.